Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The collimator was replaced and calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 7900 system had a collimator iris potentiometer error message during a case. No pt injury was reported.